Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the instrument channel was clogged with foreign matter and it was not possible to identify when the foreign material got stuck in the instrument channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a endoscopic submucosal dissection (esd) procedure, foreign matter was discovered in the channel tube on the evis lucera gastrointestinal videoscope. The procedure was completed using a similar device. There was no delay reported and the patient was not under anesthesia. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: ·the reprocessing method performed by the user facility differed from the instructions for use (IFU) recommendation. ·the facility staff was less trained in device handling, device handling before returning, and reprocessing in accordance with the IFU. The user can detect the suggested event properly by handling the device in accordance with the following IFU: "inspection of the instrument channel." The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.